Event description:
It was reported that the patient had open heart surgery shortly after the lead was implanted. It was recently noted that the lead was not capturing at 5 volts at 1 ms and was intermittently sensing. The physician chose to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.